Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a cracked display screen and it was additionally noted that the lower part of the liquid crystal display was missing segments, the boss was partially pulled out of the upper case, the lower case was broken, the battery release was contaminated, both bail covers and the ring cover were broken and contaminated, the heart block was contaminated, the lead flex cover was corroded, the ring cover screw was contaminated, the battery contacts were compressed, one bail was missing, the ring was bent, the keyboard window was scratched, the battery drawer o-ring was missing and the encoder flex was installed incorrectly. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator's display screen was cracked. The generator was returned for service. There was no patient involvement.